Event description:
Neomed reported ruptured device to right side noticed during sonography and verified during ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell, and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior and striated opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: missing shell due to inconclusive. A sharp broken on posterior due to an unidentified (tear) opening. A striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Neomed reported ruptured device to right side noticed during sonography and verified during ultrasound. Device has been explanted.